Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive despite restarts and power cycling, with no visible damage or exposure to liquids, and the user switched to backup therapy; the issue aligns with a device problem of an unresponsive input and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control input affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.